Event description:
It was reported the patient was implanted with a dialysis catheter. After the guide wire was inserted into the needle matched, the guide wire could not be pulled out, and there was an occlusion.

Manufacturer narrative:
The device has not been returned to the manufacturer for evaluation. A lot history review (lhr) of reey2228 showed one other similar product complaint(s) from this lot number. Device not returned for evaluation.